Event description:
Information received indicates the foot hi/low function is drifting down on the bed.

Manufacturer narrative:
The technician after replacing the foot hi/low valves a month earlier on this bed replaced the hydraulic manifold to repair the bed.